Event description:
Pt reported a corneal ulceration in her right eye, caused by bacteria. A culture was performed on pt's cornea and was found negative. The lens case and her contact lenses were cultured and were positive for bacteria. Pt later acknowledged the bacteria could have come from another source; it may have come from something getting into her eye from an abrasion on the cornea. The lens cup was discarded. Investigation found that the pt had misused the product, clear care, by reusing the solution. The pt had put her contact lens in the same solution that she had used the night before. The next morning she woke up with severe redness and pain, light sensitivity, edema, foggy vision and inflammation. The pt went to the emergency room and was prescribed medication. The event has resolved. The clear care labeling specifically states not to reuse the solution. The pt was not willing to release her medical records so info could not be verified.

Manufacturer narrative:
(B)(4). The device (clear care) has been rec'd and verification found the product in specification. A mfg investigation has not yet been performed. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).